Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify pump error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.